Event description:
It was reported that the user experienced rising blood glucose after an infusion set change, reaching 303 mg/dl for approximately 7.5 hours, with device alerts for prolonged hyperglycemia and no ketone testing or backup therapy used; troubleshooting included site removal and inspection of a teflon cannula, replacement of the cartridge, switch to a steel infusion set, and guided priming and cannula fill, after which insulin delivery was resumed and glucose returned to range. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary impairment due to elevated glucose that resolved after set and cartridge replacement. Investigation included technical support¿led troubleshooting and user education. Investigation of this case revealed no device malfunction could be confirmed and the cause of the hyperglycemia remained unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause, with effective resolution following replacement of infusion set and cartridge. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.